Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient's right ventricular (rv) lead presented with low defibrillation impedance. No changes were reported. There were no patient consequences.

Event description:
New information received notes programming changes were made to restore normal parameters. There were no patient consequences.